Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. There were no further issues reported to the manufacturer. The product was not returned. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years and 7 months post-implant, it was reported that the patient was admitted into a local hospital with elevated pump power and hemolysis. Heparin therapy was initiated and the patient was transferred to an implanting center. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
The approximate age of the device is 2 years and 7 months. The device was retained by the hospital and will not be returned to the manufacturer for evaluation. The event occurred at (B)(6). The patient remains on lvad support with the replacement pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.